Event description:
It was reported to philips by a customer that the unit screen is red. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, biomed stated the unit's screen has a red tint that goes away after a while. The rse discussed 1st generation versus 2nd generation lcd with the biomed. The rse biomed provided part numbers. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The customer had reported that a user interface assembly was ordered, and they were waiting for it. Multiple attempts were made to obtain information on the repair or service of the device, but no response has been received. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.